Event description:
User experienced a water leak coming from behind the instrument onto the floor. No one was harmed and no pt results were affected. The field service representative determined the cause to be a defective water line connection and cut a new end to the water line and reconnected to the unloader. Observed operation of water connection with no further issues seen.